Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Submitted log files revealed pump stoppages and pump decelerations. X-rays showed areas of concern. On 05-dec-2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further alarms were reported. No additional information was provided.

Event description:
Additional information: it was reported that there was a visual tear in the driveline at the bend relief of the most distal portion of the driveline.

Manufacturer narrative:
Approximately 19 inches of the external portion/distal end of the driveline was returned. A tear in the silicone sleeve was noted approximately 2.5 inches from the controller connector, at the terminus of the distal end bend relief. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The report of a low speed and pump stop events was confirmed based on the submitted log file. Numerous low-speed and pump stoppage events were captured while the lvad system was powered via the power module and external batteries. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline the driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump remains implanted and the patient continues on vad support with no further reported issues. No further information was provided. The manufacturer is closing the file on this event.